Manufacturer narrative:
A ge service rep performed an on site investigation. The hard drive during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported that the fluorostar 7900 system locked up and would not reboot. No pt injury was reported.